Event description:
It was reported the customer had gone to the emergency room about a month ago. The customer stated his wife had contacted the emergency medical services when she could not wake him up. The customer stated he had been unconscious due to low blood glucose, which could not be read by his meter. The customer stated he was not hospitalized. The customer also reported his insulin pump delivering 10 units of insulin during the night when he had locked his keypad. The bolus history showed that the bolus was not recorded. The irregular delivery of the insulin had caused the customer to have low blood glucose, prompting his wife to call the emergency medical services. The customer also reported irregular battery life on his insulin pump and that there was an absence of no delivery alarms. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).